Manufacturer narrative:
There was no report of device malfunction during the procedure an the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2023, it was initially reported to gynesonics that a patient who was treated with the sonata system was admitted to the ICU of a separate hospital for presumptive sepsis. Per additional information received on (B)(6) 2023, doctor informed gynesonics medical director that the patient had a "large" fibroid and it was initially resected then ablated. 1-2 weeks later the patient was seen in an ER for pain and she was sent home on meds (antibiotics). A few days later she presented again at an outside hospital, she was admitted for an infection, and she underwent a hysterectomy procedure. As of the date this information was reported, patient still in the ICU. No further information was reported regarding the status of the patient.